Event description:
It was reported that the pacing lead impedance and capture threshold had increased, and the r-waves had decreased. The proximal set screw was found to be loose. The pocket was opened in 2008, and the set screw was tightened down.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.